Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22apr2020.

Event description:
The customer reported a touch screen and key failure. The device was not being used for treatment when the reported event occurred and there was no patient involvement.

Manufacturer narrative:
G4: 04nov2020. B4: 12nov2020. D4: UDI#: (B)(4). The manufacturer's field service engineer (fse) confirmed the reported issue. The fse confirmed navigation ring and primary alarm failure. The fse replaced the defective front bezel and (central processing unit) cpu to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.